Event description:
It was reported that the procedure was to treat an unspecified lesion, a 3.5x48mm rx xience xpedition stent delivery system (sds) was intended to be advanced through the guiding catheter. However, resistance was met, force was applied and the proximal shaft was noted to be separated. The sds was simply removed from the patients anatomy without any issue. Another 3.5x48mm xience xpedition sds was used to complete the procedure. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed however the difficult to position with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position or shaft separations from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. The xience xpedition 48 is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.